Event description:
Pt received a 2.5mm diameter x 30mm length and a 3.0mm diameter x 15mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the lad during index procedure with no issue reported. It was reported that approximately 7 months post index procedure, the pt was medically treated for abdominal pain and urinary tract infection. It was reported that, approximately 1 year post stent implant the pt died due to cardiac arrest. Investigator reported the event was possibly related to the study stent and procedure. (Ref MFR # 9612164201100896 & 00897).

Manufacturer narrative:
(B)(4). Eval, results: (death, due to cardiac arrest).